Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the catheter showed visible signs of use and had a fracture near its cuff. No other abnormalities were observed with the device. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the operation, there was a leak at the cuff due to a fracture. There was no issue with the luer adapter. The insertion site was treated prior to product placement, and saline was used as the cleaning agent for the device. Tego was not utilized. No abnormalities were observed on the device prior to use, and no other defects or damages were found on the product where the leakage was observed. The reporter flushed the lumen before use with normal results. No excessive force was applied to the device, and it was not used with any other products. The catheter was not repaired. As a remedial action, the catheter was completely explanted and replaced with another one of the same product ID and lot on the day of the event. The patient was treated with regional anesthesia, and the procedure was completed. There was no blood loss, and no blood transfusion was performed. No medical intervention or treatment was required due to the event. There was no reported patient injury.